Event description:
It was reported that the patient was being referred for generator replacement due to end of service. Also noted that diagnostics indicated increased impedance. The patient has been seizure-free. Follow-up reveals that the patient went in for generator replacement and no diagnostics were performed prior to surgery. A new generator was attached and system diagnostics were performed which resulted in high lead impedance. Surgeon attempted to re-insert the pin, but still got high impedance results. The old generator was then placed back on the leads and high impedance was again obtained. The surgeon then proceeded with a complete revision. No lead fracture was visualized, but the surgeon did not inspect the lead closely. Attempts for further information and product return have been unsuccessful to date.